Event description:
It was reported to globus that a patient underwent revision surgery, to retrieve a locking cap which had come out of the screw head and was loose in the patient. Initial surgery took place (B)(6) 2014, level of support was l4-l5.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number was provided. It was reported that one of the screw tabs was broken prematurely by the surgeon during the initial surgery, while rotating the screw head using a cobb elevator. It is not clear if it was the same screw which received the locking cap issue in this complaint. The technique states that he locking cap should be inserted while tabs are intact, and after final locking down of the construct he tabs should be broken. Since neither the screw nor the locking cap were returned, a detailed analysis can not be performed at this time. It the locking cap is returned a supplemental report will be filed. We have requested this information, if and when it becomes available a supplemental report will be filed.